Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9502-42arca serial/batch number (B)(6) was received for investigation. Visual inspection noted nicks/damage to both the metal and polyethylene components. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Event description:
On 09/9/2024, it was reported by a sales representative via email that an ar-9502-42arca univers revers ca humeral head adapter pooped off when the humeral head was put on. The humeral head was removed from the adapter, and then the surgeon attempted to insert it again. It appeared that the adapter was not sitting with a really good seal on the suture cup. The surgeon attempted multiple times again without success. Overall, the case was delayed forty-five minutes with additional anesthesia, while waiting for another ar-9502-42arca univers revers ca humeral head adapter to be brought into the operating room. The new adapter worked perfectly without any issues. This was discovered during a hemi arthroplasty procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.